Event description:
It was reported that during the replacement lead procedure, the physician tightened the lead into the header and only heard the clicking sound for a short period of time after tightening. All measurements were good therefore the device was left in place.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.